Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found 23069 error indicating fault on the insertion, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23069 error was triggered indicating fault on the insertion, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where chip encoder virtual absolute (cva) characterization was found to be failing on the insertion cva flat flex cable (ffc). The complaint was confirmed by failure analysis. As a result of these findings, failure analysis was able to conclude that an electrical/fiberoptic defect of the insertion cva ffc was found to be the root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, the system presented recoverable fault 23069 when moving the patient side cart (psc). A technical support engineer (tse) checked the system's event logs, but onsite was turned off. The tse therefore instructed the to carry out the emergency power off (epo), and when the system was turned back on the fault was still present and even moving the arm to another position and recovering the fault the fault was still present. The tse requested a snapshot of the vision side cart (vsc) error page, which identified fault 1177 on node 185 and fault 23069 on node 107. Checking the logs, the tse concluded that the problem lies with universal surgical manipulator (usm) 2 on the axes controller spar (acs) board. There was no report of patient involvement or injury.